Event description:
It was reported that the patient was not getting adequate pain control and had developed a seroma in the spine area at approximately t12. The healthcare provider (hcp) had observed and monitored the seroma. On 2011-(B)(6), the hcp explored the pump pocket, drained spinal seroma and replaced spinal catheter . Drug delivered via the device were morphine and clonidine.

Manufacturer narrative:
Corrected information: catheter model# 8711 (B)(4) implanted:(B)(6) 2011. Two separate catheter segments, both with distal dispensing holes, were returned for analysis. The return paperwork makes no mention of two catheters being returned. It is unclear which catheter corresponds to the event information and it can't be determined which of the catheters is the 8709 and which is the 8711. One of the catheters has some residue deposits seen on its surface indicating this is possibly the older of the 2 catheters returned. Therefore the catheter with these surface deposits was assigned as being the 8709. The other was assigned as the 8711. Analysis of the 8709 revealed the catheter was incorrectly assembled. The catheter had dark material in its dispensing holes and at decontamination there was an occlusion that was easily broken loose. This catheter also had evidence that a suture was applied directly to its surface. Analysis of the 8711 revealed no anomalies; acceptable catheter testing.

Manufacturer narrative:
Catheter model: 8711, serial # (B)(4), implanted on: unk, explanted on: unk; catheter model: 8709, lot # j1 0852r64, implanted on: 2001-(B)(6), explanted on: unk.